Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was tested prior to be used in the patient. When the device was bowed, the cut wire snapped. The patient was neither in the room nor in route. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device was tested prior to be used in the patient. When the device was bowed, the cut wire snapped. The patient was neither in the room nor in route. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination revealed that the working length was twisted, the exposed cut wire was bent, and the cut wire had separated from the anchor notch to which it is soldered inside the distal pierce hole of the extrusion. The od of the exposed cut wire was measured and met specification. From the investigation, it was found that the distal end of the cutting wire had separated from the anchor notch inside the distal pierce hole of the extrusion. The detached distal end of the cutting wire stayed attached to the device through the proximal pierce hole. Examining the anchor notch and the cut wire section that is soldered to the anchor notch, it appears that the solder between the cut wire and notch had melted and flowed over the tubing which likely led to the cut wire separation. The condition of the returned incident device was consistent with the complaint that the cut wire broke. Though additional information indicated that the cut wire was not activated, this could not be confirmed at this time based on the condition of the returned device. Additionally, during manufacturing, tome devices are 100% inspected for cut wire/working length integrity as well as bowing/handling functionality. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.